Event description:
Update (B)(4) 2013 - the complaint has been updated because it was reported that the patient was revised on (B)(6) 2013 to address thigh pain. The stem was loose. Part and lot information for the stem has been added.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes b15ge1000, bs5da1000, bg4dm4000, and 2432627. A search of the complaint database finds additional reported incidents against lot code 2446634 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Added: expiry date.